Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was cracked. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
Insulin pump had a cracked lcd window, cracked case at display window corners and scratched reservoir tube window.